Event description:
I have a complaint about the axonics neurostimulator f15 model number 4101. First, I will say that the device is working perfectly to control my urinary incontinence. However, I was not told the following, and it is these issues that I am writing about. 1. I was not told I could not have an open MRI. 2. I was not told that I would not be able to have a closed MRI with sedation. I have been told by the MRI places that they would not use sedation because I might feel a burn from the unit, and I had to be awake to tell them if I was feeling a burning sensation. 3. Axonics representatives stated that I could have a light sedation, yet none of the MRI places I contacted agreed that I could be sedated. 4. I happen to be claustrophobic and cannot tolerate a closed MRI, which I have known for years. I can tolerate open mris. 5. Their territory manager did not know that a patient could not have an open MRI. 6. I was turned down by the two MRI freestanding places within 5 miles of my house due to the axonics neurostimulator. They both offer open and closed MRI systems. 7. I was turned down by two hospital groups, (B)(6), from having a closed MRI due to the axonics neurostimulator because I had to be up and not sedated. 8. The axonics representative said they would contact the hospital's radiology departments to let them know I could have an MRI with light sedation. I don't know if they did, and feel that they did not, as I was turned down at all the places my doctor and I contacted. I have had pain in my right knee since (B)(6) 2025. The orthopedic doctor has tried several things, including physical therapy, to resolve the issue. He finally said that I would have to have an MRI to find out what is wrong. That is when I found out about the matters listed above. Now I am left with the following choices, to name a few. 1. Live with the pain. 2. Have the correctly functioning axonics device removed. 3. Try to have the orthopedic doctor do surgery on a knee that may not need surgery. 4. Hope the orthopedic doctor finds a safe alternative to show him what is wrong with my knee. Not being able to have an open MRI to resolve the issue of the pain in my right knee has also caused me to become depressed, stop exercising, gain weight and to stop most of my social activities because it hurts to drive a car and it probably dangerous to do so because of the pain in my right knee. I probably would have stayed on the medication, which was working, if I had been told that having an open MRI was out of the question. I have known for years that an open MRI is the only type I can handle. I was not given all the proper information to make an informed decision by the doctor or the axonics representative. I doubt the doctor knew about the device not being qualified for an open MRI, even the axonics' local representative did not know about it until I told her. Finally, I did tell the axonics representative over the phone that I would send this information to you. Not sure I was able to select the correct areas above. Sincerely, (B)(6).